Manufacturer narrative:
Reported event: it was reported that made all femoral cuts and in the middle of making tibial cut the handpiece made a noise as if motor was running but saw blade was not moving. When taking saw attachment off a piece from inside handpiece came out. Product evaluation and results: visual inspection: visual inspection was not performed as this was a functional failure. Functional inspection: functional inspection was performed and the device failed the test. Per case number (B)(4). 1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Rtv reason: broken collar in side. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0672 and (B)(4) devices were accepted into final stock on 11/12/15. A review of qt15- 11-0035 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0672 shows 06 additional complaints related to the failure in this investigation. Complaint pr :(B)(4). Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904.

Event description:
Made all femoral cuts and in the middle of making tibial cut the handpiece made a noise as if motor was running but saw blade was not moving. When taking saw attachment off a piece from inside handpiece came out. We opened a new handpiece and completed the case "robotically". Surgical delay yes - =15 minutes. Case type: tka.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Made all femoral cuts and in the middle of making tibial cut the handpiece made a noise as if motor was running but saw blade was not moving. When taking saw attachment off a piece from inside handpiece came out. We opened a new handpiece and completed the case robotically. Surgical delay yes - =15 minutes. Case type: tka.